Manufacturer narrative:
(B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with dilation and stenting procedure performed on (B)(6) 2021. During the procedure, the basket failed to crush a stone and the handle detached. The basket and the stone was pulled out and another trapezoid basket was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with dilation and stenting procedure performed on (B)(6) 2021. During the procedure, the basket failed to crush a stone and the handle detached. The basket and the stone was pulled out and another trapezoid basket was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be stable.

Manufacturer narrative:
Block e1: initial reporter address 1 (B)(6). Block e1: this event was reported by the dealer. The physician present for this case was: dr. (B)(6). Block h6: device problem code a0501 captures the reportable event of handle detached. Block h10: the returned trapezoid rx basket was analyzed, and a visual evaluation noted that the thumb ring was detached. Evidence of tension marks were observed at the handle and on the thumb ring. No other issues were noted. The reported event was confirmed. Based on all available information, it's most likely that the user may have applied some technique during the procedure that implicated an extra force that resulted in detaching the thumb ring. Therefore, the most probable root cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.